Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received power error due to electrical board connector resistance issue. No unexpected post-reset ram crc alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm nut unable to complete the rewind process. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.